Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was found to have decreased from four years to one year longevity remaining. Data analysis confirmed that the power consumption was increasing and appeared consistent with capacitor degradation due to hydrogen gas content. The data indicates that there is a sufficient battery reserve for the device to maintain normal therapy function for 90 days time. To date, the device remains in service. No adverse patient effects were reported.